Manufacturer narrative:
The date of event is estimated.

Event description:
Manufacturer reference number:1627487-2024-00802. Manufacturer reference number:1627487-2024-00351. It was reported that the patient overextended and felt a pull on his leads while performing regular daily activities. Further investigation revealed high impedance on the lead. On the x-ray it may show a bit of the lead coming out of the battery. As such, surgical procedure took place on (B)(6) 2024, during which it was observed that the leads had pulled out of the ipg header. As a result, the leads were reinserted into the ipg header to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
Based on the information provided a product problem was not identified. As a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.